Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 1, 2024 ¿ august 5, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside a bag that contained the device was observed which suggests possible leak may have occurred inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. It was observed that the liquid had leaked into the protective bag during transport prior to patient use. There was no patient involvement. No additional information is available.